Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisting the caller with the process, and confirmed that the malfunction did not recur after the reset. The customer was informed they could continue using the pump and advised to call back if the issue happened again.